Event description:
Patient is a (B)(6) man using hospira gem-star pump for chemo therapy infusion. Pump over infused by 5 hours. Pump was scheduled to complete chemo infusion at 3:15. Pump completed infusion at 10:00am. Dose or amount: fluorouracil, frequency: continuous, route: IV drip. Dates of use: 3 days (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: cancer.